Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the procedure was performed as normal with no glitches, however when coming to seat the final implant, it would not sit flush to the bone. There was a large gap of around 0.5mm on both sides. According to the surgeon he felt the lugs were not going sitting in the lug holes correctly. The lug holes had definitely been drilled prior to implantation, and were also re-drilled free hand when it failed, but this didn't help and we still couldn't sit the implant. Surgeon had to implant the tibia with the femoral trial and trial insert instead. New cement mix required. We opened a second femur to compare to the 'faulty one'. The surgeon thinks one of the lugs may be slightly off-centre, hence the difficulties implanting. No overly heavy impaction noticed when trying to impact the faulty femur. Surgery was prolonged 15 minutes due to the event.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.